Event description:
It was reported that patient has an infection of the upper incision. Patient is currently on antibiotics and has a follow up with surgeon to check infection. He is on antibiotics, but the mother reported a stitch coming undone. No other relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR; code 81; device return and evaluation is no necessary as the root cause is known and return will add no value to the investigation.

Event description:
Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized.